Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the needle at the middle part was broken when the needle passed through the wound part and the suture was pulled during wound closure. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/26/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences?=>unk. Was more than half the needle retained in the patient?=>unk. Did any needle piece fall into the patient? =>unk if yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =>(B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. =>we regularly contact with sale rep about the device returning. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with two used needle suture pieces insert a yellow sponge and one empty foil packet were received for analysis. The product code sxpp2b423 is double armed. During the visual inspection of the returned samples, the swage and attachment area of the needles were noted to be as expected. The needlea is still attached to a suture piece. Also, the tip and body of the needles were examined under magnification and no defects or needle breakage were found. The samples were tested by resistance test to needle and met the requirements. The sutures were examined along of the strand and crimping marks were found and the ends were noted to be cut probably by a surgical instrument. Body fluids were observed on the strands. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Corrected data: d1.